Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was getting many air detector alarms with total parental nutrition (tpn) patients when there is little to no air visible. There was no adverse events reported.

Manufacturer narrative:
During the evaluation of the returned device, no fault was found with the air detector but it was replaced as a preventative measure. In addition, a damaged dso sensor, keypad, overlay, and scratched lens were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.